Event description:
It was reported that the pt underwent surgery on (B)(6) 2007 for the treatment of vaginal vault prolapse and stress urinary incontinence and mesh was implanted. The pt experienced pain and erosion of her internal bodily tissue post operatively. No additional info was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.